Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-14087. It was reported the patient experienced a burning sensation near l3 while stimulation was on. X-rays were taken and did not show any abnormalities. The physician was unable to determine where the burning pain was coming from. An sjm representative met with the patient and reprogramming was unable to resolve the issue. The patient underwent revision surgery on (B)(6) 2012 where his lead and ipg were both replaced with new ones. The physician also added a second lead to provide the patient more coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.